Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using one (1) bd vacutainer® sst¿ blood collection tubes, the tube cracked resulting in blood and separating gel flowing out of the tube. No patient or user impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-mar-2025. Investigation summary bd received one sample and three photos for investigation. The returned sample underwent a visual inspection for damages and failed. Analysis of the three returned photos revealed a tube that was damaged toward its bottom. Additionally, 30 retained samples were visually inspected for damages, and none of them failed. Furthermore, 10 retained samples underwent a functional test, and none failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using one (1) bd vacutainer® sst¿ blood collection tubes, the tube cracked resulting in blood and separating gel flowing out of the tube. No patient or user impact reported.